Event description:
It was reported that a patient death occurred. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no reported patient complications. It was noted that during transesophageal echocardiogram (tee), assistance from gastrointestinal (gi) staff was required using a scope. Per the discharge summary, two days post procedure the patient developed low blood pressure and appearance of sepsis. The patient was transferred to the intensive care unit to be managed. Imaging revealed a mediastinal hematoma. Further evaluation found that the patient had klebsiella in their blood which was treated with the onset of the low blood pressure. The diagnoses of the patient included esophageal perforation, mediastinal hematoma, and septicemia due to klebsiella pneumonia. Imaging showed the mediastinal hematoma was the possible source of the bacteremia. It was noted that the patient had been clinically improving, but suffered a respiratory arrest on (B)(6) 2019 and expired in the intensive care unit. Additional information has been requested but has not been provided at this time.